Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of unexplained high blood glucose of 498 mg/dl and hospitalization and would like to check the pump. Customer's blood glucose at the time of the call was 294 mg/dl. Troubleshooting found that the drive support cap was normal but the customer declined to check their pump programming. It was found that the customer changed their set and reservoir about 2 hours before the call. The customer indicated that they have followed up with their doctor regarding the high blood glucose and treated with the pump.